Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that the h12lp instrument a was received with the 12 mm inner seals deformed. The universal seal assembly was noted to be cracked and separated at the seam area. The posts on the sleeve housing assembly were cracked. The instrument was functionally tested for leaks and it failed due to the returned condition. No conclusion could be reached as to what might have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the h12lp instrument b was received with the 12 mm inner seals deformed. The universal seal assembly was noted to be cracked and separated at the seam area. The posts on the sleeve housing assembly were cracked. The instrument was functionally tested for leaks and it failed due to the returned condition. No conclusion could be reached as to what might have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported by the affiliate that during an unk procedure, air leaked from the device. Another device was used to complete the case. There were no adverse consequences to the pt.